Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our swedish affiliates, approximately 3 years and 11 months post implant of a 26mm sapien 3 ultra (s3u) valve implanted in the aortic position, the patient presented with dyspnea and severe fatigue. The valve was noted to be degenerated, leading to stenosis. The patient underwent a successful valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander with sapien 3 ultra and esheath was reviewed. Potential adverse events include, 'structural valve deterioration (wear, fracture, calcification, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for degeneration/deterioration was empirically confirmed as per information provided by the field clinical specialist. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'this 81 years old patient with a 26mm sapien 3 ultra valve implanted in aortic position underwent intervention for a valve-in-valve after an implant duration of 3 years and 11 months dur to aortic valve degeneration leading to stenosis'. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the patient has a medical history of diabetes and renal failure, which are a well-known comorbidity for leaflet calcification potentially leading to valve degeneration/stenosis. As such, available information suggests patient factors (diabetes, renal failure) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.